Event description:
During a routine shift check by a clinician, the device's display was yellow, with black lines and was not-readable. Complainant indicated that there was no pt involvement in the reported malfunction.